Event description:
The rptr stated that facility has a problem with the insertion of the catheters. The rptr stated the vein can be accessed with ease, the guidewire inserted, sheath dilator inserted, guidewire and dilator removed with ease but the problem occurs with the insertion of the catheters into the sheath. It was reported the catheter can be advanced to the axilla and then the problem occurs. It was reported it is like the catheter gets bigger at that point and it cannot be advanced through the sheath. It was reported that if the sheath is torn away a bit then the catheter can be advanced to the desired location of the right atrium. The rptr stated it is like the sheath is not the correct size for the catheter. Five unused trays were returned for evaluation, no used systems were saved by the rptr.